Event description:
It was reported that the label on the outer package was different than the label on the inner package. During an arrhythmia procedure in the heart a viking electrode catheter was selected for use. The model of the device was different from the outer package and inner package. The outer package was labeled fixed curve diagnostic catheter 10e, but the inner package was labeled diagnostic catheter 4e. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
The device has been evaluated by boston scientific and visual inspection revealed the complaint device returned with its original outer box labeled as decapolar; however, returned unit is a quadpolar. Additionally, there was no match between the upn in outer box (m0044001000) and the one printed on the connector of the catheter (m0044000100). The media inspection revealed the customer attached pictures showing the mismatch between outer box, pouch and viking device electrode configuration.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the label on the outer package was different than the label on the inner package. During an arrhythmia procedure in the heart a viking electrode catheter was selected for use. The model of the device was different from the outer package and inner package. The outer package was labeled fixed curve diagnostic catheter 10e, but the inner package was labeled diagnostic catheter 4e. The catheter was replaced and the procedure was completed without patient complications.